Event description:
This case was cross referenced with 2017sa219993 (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non- health professional. This case concern a 62 year old male patient who received treatment with synvisc one injection after unknown latency patients experienced severe inflammation and 01 day later experienced right knee pain, knee swelling and knee effusion. Also, device malfunction was identified for the reported lot number. The patient had no known drug allergies. Concomitant medications included amlodipine for hypertension, simvastatin for increased lipids and metformin hydrochloride (metformin) for type ii diabetes mellitus. No other relevant medical history or past medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 48 mg once (lot number and expiration date: 7rsl021; may- 2020) for osteoarthritis of the knee. On (B)(6) 2017, 01 day after first dose of synvisc one, the patient experienced right knee pain, knee swelling and knee effusion. On (B)(6) 2017, patient's synovial fluid analysis showed elevated nucleated cells (no signs of infection), urinalysis revealed cloudy urine and the patient recovered from right knee pain, knee swelling and effusion. On unknown date, after unknown latencies the patients experienced severe inflammation and knees were drained. Corrective treatment: analgesia and steroids for had severe inflammation; not reported for device malfunction; not reported for rest of the events outcome: recovering for device malfunction and had severe inflammation; recovered for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50421 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in (B)(6) 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and had severe inflammation additional information was received on (B)(6) 2017. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on (B)(6) 2017. No new information was received. Additional information was received on (B)(6) 2018 from other non- health professional. Patient information was added. Number of patients were updated. Additional events of right knee pain, knee swelling and knee effusion were added. Suspect product therapy regimen was updated. Concomitant medications and concurrent conditions were added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation with knee effusion, right knee pain and knee swelling. A temporal relationship cannot be established since event onset date and product therapy details are unknown. However, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the other non- health professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latency patients experienced severe inflammation. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On unknown dates, after unknown latencies the patients experienced severe inflammation and knees were drained. Corrective treatment: analgesia and steroids for had severe inflammation; not reported for device malfunction. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for both the events additional information was received on 22-nov-2017. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint inflammation with knee effusion. A temporal relationship cannot be established since event onset date and product therapy details are unknown. However,, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non-health professional. This case concerns two patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies patients experienced severe inflammation and knees were drained. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection, once (dose, indication, lot number and expiration date: not reported). On unknown dates, after unknown latencies the patients experienced severe inflammation and knees were drained. Corrective treatment: analgesia and steroids for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.